Event description:
Cause: from the information and x-rays views available, it appears that the fracture had developed a non-union and the surgeon stated that the patient fell which resulted in re-fractured the bone and breaking the im nail. Corrective action: the patient fell, no corrective action will be addressed. No indication of product defect.